Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patients consequences reported.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Manufacturer narrative:
Correction: missing b5 for surgery and additional information d9.

Event description:
New information received notes fracture noted. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of lead noise and fracture were confirmed. As received, a complete lead was returned in one piece. Final analysis found clavicle crush was noted at 21.6cm to 22.6cm from the connector pin. No other anomalies found. The cause of the reported events was due to the fractured outer coil consistent with clavicle crush.